Event description:
It was reported that during an arthroscopic rotator cuff repair (arcr) surgical procedure on the shoulder for a shoulder rotator cuff tear while using the expressew iii needle pk5 device, the surgeon tried to apply tape to the thick tissue of the rotator cuff using autocapture, but the needle in question did not penetrate. When the instrument nurse checked the needle in question, it was found that the tip was broken. The surgeon looked for the broken tip through arthroscopic but could not find it. The sales rep suggested the surgeon take an x-ray to see if there were any fragments still inside the body, but the surgeon decided not to take an x-ray. At the surgeon's discretion, the surgery was completed without the tip of the needle being found. The surgeon will explain to the patient about the possibility of there being fragments in his/her body. There was no delay in the procedure reported. There was patient involvement. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.